Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. No photo for review. The device history record of batch number (B)(4) that belong to catalog number 1734 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause without the device sample. Customer complaint cannot be confirmed based only on the information provided. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code and it is not being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the device is not misting/nebulizing during use.